Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to false downstream occlusion alarms, which were reproduced while attempting to run a loaded set. The downstream occlusion alarms through a review of the event history log. The current reading of the downstream sensor was found out of specification (high). This elevated signal level is the cause for the downstream occlusion alarm. The device was calibrated to correct the condition.

Event description:
It was reported that a spectrum pump displayed a false downstream occlusion message. Any pt involvement, injury or medical intervention is unk.